Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017 the device was received for evaluation. The reported condition that the unit was gave a false positive detection was confirmed. The investigation isolated the failure to the accessory connector on the console, but a the root cause of the failed connector could not be determined. The device was repaired to address the condition. A review of the device history records indicated that this unit was released meeting all specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing the rf assure console they received a false positive detection. This occurred during the initial testing after taking the console out of the box. No patient was present when this occurred. Multiple attempts to contact the customer for additional information regarding this occurrence have been unsuccessful.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during testing the rf assure console they received a false positive detection. This occurred during the initial testing after taking the console out of the box. No patient was present when this occurred. Multiple attempts to contact the customer for additional information regarding this occurrence have been unsuccessful.